Event description:
It was reported to bsc/target that during the procedure while trying to retrieve the gdc 10-3d 3d-shape synerg detectiion circuit back to the prowler-10 catheter, the device had a premature detachment. The tail of the device was left in the catheter, but the physician was able to successfully place it in the aneurysm. The procedure was finished without any complications. The pusher wire was thrown away by mistake, so there is no device for evaluation.